Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between catheter and sheath. The non-maquet sheath was returned covering the catheter tubing and a portion of the membrane rear seal. The three-way stopcock, extender tubing and pressure tubing were also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing extender tubing and pressure tubing was performed and a leak was detected on the membrane approximately 21.1cm from the iab tip measuring 0.025cm length. The reported problems were most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint ID no. (B)(4).

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11 corrected field: h6 ( investigation conclusion) the product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between catheter and sheath. The non-maquet sheath was returned covering the catheter tubing and a portion of the membrane rear seal. A kink was observed on the catheter tubing approximately 74.9cm away from the iab tip. The three-way stopcock, extender tubing and pressure tubing were also returned. - an underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing extender tubing and pressure tubing was performed and a leak was detected on the membrane approximately 21.1cm from the iab tip measuring 0.025cm length. The reported problems were most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint no# is (B)(4).

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restriction event site full name: (B)(6) hospital. Record ID: (B)(4).

Event description:
It was reported that during use on an patient transray plus 35cc intra-aortic balloon (iab) had an aug alarm. When the situation was checked, blood was confirmed in the drive tube, so the iab was removed. After removal, the hemodynamics were stable.

Manufacturer narrative:
Updated fields: b4, d4 (exp date), g3, g6, h2, h11. The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between catheter and sheath. The non-maquet sheath was returned covering the catheter tubing and a portion of the membrane rear seal. A kink was observed on the catheter tubing approximately 74.9cm away from the iab tip. The three-way stopcock, extender tubing and pressure tubing were also returned. - an underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing extender tubing and pressure tubing was performed and a leak was detected on the membrane approximately 20.3cm from the iab tip measuring 0.025cm length. The reported problems were most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference ID: (B)(4).

Event description:
N/a.

Manufacturer narrative:
No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. Complaint ID #(B)(4).